Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.